Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of high blood glucose readings and no delivery alarm. The customer's blood glucose reading was 472 mg/dl. The customer stated that he tried to change the infusion set and needed assistance with the complete set change. The customer also stated that he failed to rewind the pump previously and placed a filled reservoir in the pump and the insulin was pushed out of the reservoir. The customer also stated that the insulin pump had no delivery alarm after the pump got caught in the rain storm. The customer was advised to call back if anything persists.